Manufacturer narrative:
Additional information was received that the patients neck surgery was not device related.

Event description:
A report was received that following a neck surgery, the patients spinal cord stimulator (scs) system had stopped working. It was believed that the ipg was damaged due to electrocautery used during the said surgery. The patient will undergo an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual (B)(4)).

Event description:
A report was received that following a neck surgery, the patients spinal cord stimulator (scs) system had stopped working. It was believed that the ipg was damaged due to electrocautery used during the said surgery. The patient will undergo an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
Date of event: 2015.

Event description:
A report was received that following a neck surgery, the patients spinal cord stimulator (scs) system had stopped working. It was believed that the ipg was damaged due to electrocautery used during the said surgery. The patient will undergo an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001)

Manufacturer narrative:
Additional information was received that the procedure was rescheduled due to patient was having an infection.

Event description:
A report was received that following a neck surgery, the patients spinal cord stimulator (scs) system had stopped working. It was believed that the ipg was damaged due to electrocautery used during the said surgery. The patient will undergo an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual (B)(4))

Manufacturer narrative:
Additional information was received that the patients infection were not device or procedure related. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that following a neck surgery, the patients spinal cord stimulator (scs) system had stopped working. It was believed that the ipg was damaged due to electrocautery used during the said surgery. The patient will undergo an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual (B)(4))